Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, red particles material was found on the gel, and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a sharp broken edge crease, wear abrasion, and stress marks. Based on the device analysis the final assessment was a sharp broken edge crease in the side radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.